Manufacturer narrative:
Internal complaint reference (B)(4). Additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The new information states that there is no malfunction of the device nor harm or patient injury, the labeling information on the package was aligned to the specification and it was reported in error, therefore, it was determined that this case does not meet the threshold for reporting and is a non-reportable event.

Manufacturer narrative:
Internal complaint reference case- (B)(4).

Event description:
It was reported that when the ablate function of the ambient wand was activated, it showed an e3 error code and continued alarming. Incident occurred before the procedure. There was no delay and a back-up device was available. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.